Event description:
A malfunction alarm was reported, with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. A replacement pump was arranged by cts as an action to resolve the issue. The customer reverted to an alternate method of insulin therapy.